Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and displacement accuracy tests; it failed self test. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to care link. No upload or download anomalies or delays in uploading or downloading were noted. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing either. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. Finally, no unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user experienced a high blood glucose of 348 mg/dl and the insulin pump did not alarm. The customer treated their high with a manual injection. The customer's current blood glucose was 384 mg/dl. The customer also alleged a possible under delivery anomaly. No leaks or air bubbles were present during troubleshooting. The customer did not recall receiving any alarms since their high blood glucose began. The customer declined to perform the high pressure test. The displacement test was performed and no reservoir detected appeared on the pump, however, no alarm or sound was produced. During rewind, the pump went blank and turned back on again and asked for another rewind. The device alarmed hardware low level failure and failed battery during self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.